Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2017 due to yeast infection and high blood glucose of 530 mg/dl. The current blood glucose was 117 mg/dl. Customer treated for high blood glucose with IV drip. The significant events leading to hospitalization included vomiting. Customer wearing the pump at time of hospitalization. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. Customer also received power error detected alarm and continue the troubleshooting. Customer will not be returned for analysis.